Manufacturer narrative:
Concomitant products: guide wire: balance middleweight; inflation: abbott indeflator; guide cath: 6f terumo. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
The procedure was to treat a non-tortuous, mildly calcified, 50% stenosed lesion in the mid left anterior descending artery. The delivery balloon could not be inflated. There were no procedural changes and the device was replaced with another. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.